Manufacturer narrative:
There is no expiration date for this product. The device was not returned to the MFR at the time of this report. Device MFR date was unk at the time of this report. Eval summary: it was reported that there were two vertier tables that were having a problem with the hand controls; however, during the investigation, it was found that there was only 1 table ((B)(4)) with the stated problem. The surgical table is used to support and position a pt for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to have functionality issues with the hand control as well as the override panel. At the time of this report, full verification of the functionality of the override panel was not able to be obtained. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If a malfunction occurred with the override panel during surgery, there could be a delay in the surgery and there may be a potential for pt injury as a consequence of this delay or moving the pt to another table. The root cause is unk at the time of this report. However, in this case, there was no pt involvement and no pt injury. At time of this report, the customer has placed this device in an out of service status at the facility. This type of non-conformance will be monitored for adverse trends.

Event description:
(B)(4). Vertier tables have hand controls that do no work. No fluid is leaking. This is a recurring issue and account is requesting a tech to investigate. The override panel works intermittently, at time of call acct was unable to verify.